Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation who reported that the patient's therapy did not work the same following a fall. The caller indicated that the patient's therapy helped some with their urinary symptoms, but not as good as before the fall. The caller stated that the patient had the device reprogrammed several times, but the reduced effectiveness did not resolve. The caller stated that prior to the fall the patient's therapy worked good at 0.006. The fall and resulting reduced effectiveness was reported to have occurred in (B)(6) of 2009. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.